Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf155 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "they have been experiencing leaking at the y-site which is cracked." It was reported this occurred with two devices. This report addresses the second device.